Manufacturer narrative:
The tech replaced the caregiver board and siderail gasket to repair the bed.

Event description:
Info rec'd indicates the head up function will not work due to fluid ingress onto the left siderail caregiver control board.